Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an unknown nc trek was deployed for post-dilatation; however, there was difficulty deflating the balloon. The balloon did finally deflate; however, it did not fold completely and it got stuck on the guiding catheter when removed from the patient. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.